Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0h3lp, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the lead would not advance into the implantable neurostimulator (ins). They tried several times and tried to back out the setscrew but had no success. It was noted that they used another ins with no issues and the device would be sent back. Additional information received reported that the device had been returned for analysis. The patient was doing great and was receiving effective therapy. Additional information received reported that there was no patient death, there was no patient injury, and that the patient status after the device was removed was recovered without sequelae.

Event description:
Additional information received reported that the ins s/n (B)(4) was used with a different patient.

Manufacturer narrative:
Correction: ins s/n (B)(4) is not a concomitant product to the ins in this report.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Analysis of the ins ((B)(4)) found no anomaly.

Event description:
Additional information received reported that the lead would not engage into the ins.